Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise, resulting in an inappropriate shock . The inappropriate shock was delivered in the primary vector. The noise was able to be reproduced in secondary and primary vectors, therefore the device was reprogrammed to the alternate vector. Later on the same date as the reprogramming, the patient received another shock when moving their arms. Review of that episode found the shock to be inappropriate due to oversensed noise. Technical services (ts) discussed possible causes and programming options, along with offering engineering analysis. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise, resulting in an inappropriate shock. The inappropriate shock was delivered in the primary vector. The noise was able to be reproduced in secondary and primary vectors, therefore the device was reprogrammed to the alternate vector. Later on the same date as the reprogramming, the patient received another shock when moving their arms. Review of that episode found the shock to be inappropriate due to oversensed noise. Technical services (ts) discussed possible causes and programming options, along with offering engineering analysis. This system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD delivered an inappropriate shock due to noisy signal oversensing. It was noted that the patient was washing the car with the left hand when was shocked. In the clinic, an auto setup was run, and all vectors passed, however, the therapy was turned off. The noise was tried to recreate in a similar motion, and it was presented in primary and secondary configuration. The alternate configuration was less noisy but small. Technical services (ts) recommended a device revision, possibly sub-muscular or a different system as the nature of the recent and historical inappropriate shocks do not support further analysis as programming options are exhausted. This s-ICD remains in service. No additional adverse patient effects were reported.